Manufacturer narrative:
The medical center returned the pump for analysis. The pump ran on the bench. Upon inspection of the pump there was a mark observed indicative of the pump being operated with the guidewire retained in the pump. The root cause of the pump unable to start was the user starting the pump with the gw still inside. This goes against IFU and user training. The failure mode will be monitored and trended.

Event description:
A patient was admitted in cardiogenic shock and had an impella cp placed for hemodynamic support. After one day the team made the decision to escalate his care due to biventricular failure. The team took the patient to the operating department for the placement of the impella rp to support the right heart and to escalate the left side to the impella 5.5. Unfortunately, the 5.5 stopped and would not start once placed to the left ventricle. The pump was replaced and support proceeded.